Event description:
It was reported that a spectrum pump infused the cisplatin for 1 hour, magnesium for 2 hours, and fosreptent for 30 minutes. The actual duration for the infusion was 1 hour and 49 minutes for magnesium, 49 minutes for fosreptent, and unknown for unknown for cisplatin. The pumps ran dry and had to pull air out with priming drug down to patient¿got air bubbles. This occurred during infusion at the outpatient cancer center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.